Event description:
A home pt (hp) reports dry minicaps. The hp states he does not see the presence of betadine when initiating the drain phase of his peritoneal dialysis exchange. The sponges were orange to brown in color and packages were sealed in the usual manner. No pt injury or medical intervention per the hp.